Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The unit was tested per baxter's service manual and passed testing. The unit met spec in regards to the reported symptom.

Event description:
It was reported a spectrum pump had false downstream occlusion alarms. It was also reported there was no pt involvement.